Event description:
Customer reported a motor error on his insulin pump during bolus. Customer's blood glucose was 200 mg/dl. There were no significant events leading to the alarm. Customer stated he had an x ray on her foot two weeks ago and did not remove the device. He had an MRI about three to four months ago, but he is pretty sure he removed the device that time. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.